Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Portion of tampon left inside- vagina [foreign body in reproductive tract]. Tampon fell apart [device breakage]. Tampon fell apart, left portion inside when removed [complication of device removal]. Uncomfortable- vagina [vulvovaginal discomfort]. It was uncomfortable, tampon [medical device site discomfort]. Case description: consumer reported via e-mail that tampon fell apart while using. No serious injury reported.